Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that patient had a bolus anomaly. Customer's blood glucose was 17.5 mmol/l. The customer's father was advised to monitor pump and blood glucose. The customer's father was advised if the situation got worse give us a call immediately so we can troubleshoot the pump and see what the root of the issue. The patient is currently at school.